Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing unwanted stimulation and painful stimulation from her leads and ipg site. It was noted that the patient's ipg site was heating during and immediately after charging. The patient also reported of having difficulty charging the ipg, numbness and weakness in the left arm and leg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient was experiencing unwanted stimulation and painful stimulation from her leads and ipg site. It was noted that the patient's ipg site was heating during and immediately after charging. The patient also reported of having difficulty charging the ipg, numbness and weakness in the left arm and leg. The patient will undergo an explant procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing unwanted stimulation and painful stimulation from her leads and ipg site. It was noted that the patient's ipg site was heating during and immediately after charging. The patient also reported of having difficulty charging the ipg, numbness and weakness in the left arm and leg. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the physician did not believe the issues were device related.

Event description:
A report was received that the patient was experiencing unwanted stimulation and painful stimulation from her leads and ipg site. It was noted that the patient¿s ipg site was heating during and immediately after charging. The patient also reported of having difficulty charging the ipg, numbness and weakness in the left arm and leg. The patient will undergo an explant procedure.